Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported, "omega3 plate impactor plastic section has broken during use. Surgeon substituted another general ortho instrument."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. Device inspection revealed the following: the received impactor was found to be broken from junction where metallic handle connects with the impactor head. The device has been subjected to quite high non-axial impaction as a result of which one half side of the breakage surface shows abnormal breakage pattern while the other half is relatively cleanly separated. The rest of the damaged part including the compressed distal end, all indicates towards high impact forces being applied on the impactor. Note that this is a device which is subjected to consistent impact forces due to which the device has finally given up. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the failure is user related. There are signs of heavy impactions on the impactor as evident by the manner of deformation and breakage surface. Also, as the device is intentionally used for impaction, it is likely that a weakened structural integrity due to long usage and reprocessing cycles would have contributed to the failure. The op-tech states: ¿note: use gentle hammering only ¿ otherwise the impactor may be destroyed.¿ if any further information is provided, the complaint report will be updated.

Event description:
As reported: "omega3 plate impactor plastic section has broken during use. Surgeon substituted another general ortho instrument."